Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip did not fire. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip did not fire.